Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc and approximately 3 weeks later, reused the same syringe to inject the patient again. No issues occurred.

Event description:
Additional information: patient is allergic to penicillin. Healthcare professional later reported that 0.4 ml of juvéderm ultra plus¿ xc was injected in the patient¿s cheeks.